Event description:
It was reported that the catheter was replaced due to a fracture in the catheter. No patient symptoms were reported. Patient outcome was reported as recovered without sequela. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4): the catheter was returned for analysis. Analysis of the catheter revealed a broken catheter body anomaly found. The most distal end of the catheter has a slightly jagged appearance and it is at an angle. A typical catheter break usually more prominent evidence of having been broken, but with the anomaly seen, combined with event information, it is most likely the catheter broke at this point.